Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that both side wheel locks are not engaging. The hardware keeps loosening up.